Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction. It was reported that the patient was in office for reprogramming and reported loss of efficacy over the last 2-3 months. The caller stated that upon interrogation, impedances on contacts 0 and 1 were high and when the caller attempted to increase on the programs utilizing contact 0 or 1, they were not able to increase past 0.4 ma and the patient wasn't feeling anything. The caller stated the patient would see the advanced provider within the month and lead revision would follow. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2zx66, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient started to notice a decrease in efficacy about 2 months ago. Patient then said the therapy stopped working today and the healthcare provider told the patient they needed to have a lead revision. During the lead revision, the representative said all of the impedances were high and it looked like the spinal cord stimulator battery had been rotated and the lead was sitting more behind the ins. Right where the lead tines were, the lead was jack knifing to the left. Patient denied falling or trauma. Representative said they replaced the lead and used the same ins. Additional information was received from a manufacturer representative (rep). The rep clarified that the issue was with the patient's pelvic health device, not the "spinal cord stimulator" as previously mentioned.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zx66 implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.